Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) ventricular output knob was broken and bound, became hard to turn freely, and required excessive force to turn to the desired value. It was noted that, while checking with the particular model pacing system analyzer, the ventricular output dropped to zero at certain positions when the ventricular knob was adjusted. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) ventricular output knob was broken and bound. It could not also confirm customer comment that while checking with the particular model pacing system analyzer, the ventricular output dropped to zero at certain positions when the ventricular knob was adjusted. It was noted that the hanger assembly was broken. Ventricle output encoder was hard to adjust during initial inspection. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.